Event description:
It was reported that during a routine follow up, decreased r-wave amplitude and t-wave oversensing were observed. X-ray revealed dislodgement. The lead was repositioned successfully.

Manufacturer narrative:
No medwatch form was received.